Manufacturer narrative:
The unit had a blank display followed by an unexpected and constant audio tone due to moisture damage on the electronic assembly. The unit had moisture damage on the motor, battery tube, and vibrator assembly. The self-test and the verify history file could not be performed due to a blank display. The unit had a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother called in to report that the insulin pump was dropped in the toilet and was exposed to fluid. The customer's blood glucose level was 170 mg/dl. The caller stated that the customer was at school at the time of call and could not complete troubleshooting. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.